Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously false positive bhcg results on two patients generated by unicel dxi 800 access chemistry analyzer. The results were reported out of the laboratory. The false positive results were repeated on the same unit and lower results were obtained. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
Qc results were within the customer's established ranges pre and post the event. System check performed on (B)(4) 2010 passed within instrument specification a bci field service engineer performed, diagnostic testing, system check and precision study and all passed within specification. No hardware issues were noted. A clear root cause can not be determined for this event.